Manufacturer narrative:
Additional product codes for this report include: hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon used manual pressure in order to insert the blade from the front end of the femoral neck while keeping the reduced position during an intertrochanteric femoral fracture procedure. The pressure was released to tighten the blade it passed through the broken part of the bone. The idle rotation of the inserter made the removal hard. A metal hammer was used to remove the blade and another was inserted. The procedure was delayed by fifteen (15) minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the impactor and blade were received the for investigation; the blade sticks unlocked on the impactor cannot be detached and does show shaving marks on both side of the shaft. The blue handle of the impactor came of as the welding connection of handle and shaft broke. On the top section of the impactor we can see dents and notches. It is likely that too much force was applied to the blue handle by insertion of the blade, which leaded to the breakage. Please do always operate according to the technique guide. Manually insert the blade over the guide wire advancing as far as possible into the femoral head. Insert the pfna blade to the stop by applying gentle blows with the hammer. Important: inserting the blade to the stop is important, as the impactor must click into the protection sleeve. Do not use unnecessary force when inserting the pfna blade, no manufacturing related failure was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was received on jun 5, 2015. Lot number was identified upon receipt of subject device and added. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.